Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was admitted to the hospital on (B)(6) 2016 for suspected gi bleed seen from jejunum but no active source identified. It was said that the flows were decreased and flow pulsating was flat. It was stated that the anticoagulation was discontinued following gi issues. On (B)(6) 2016 patient coded due to hypovolemic shock and was given fluids and pressors during the resuscitation of the patient, who was unresponsive with flaccid extremities and believed to be having a left icva, due to an embolic infarct. It was stated that the patient remained intubated in the intensive care unit. No additional information provided. Investigation is ongoing.